Manufacturer narrative:
Burn on face after 810nm soprano ice hair removal, likely will leave scar.

Event description:
It was reported about a burn of face after 810 nm soprano ice hair removal treatment.